Event description:
A report was received that a patient was having pain in the middle of her back where her leads were placed. The patient stated that the pain was a burning/stabbing feeling and was present whether the stimulation was turned on or off. The physician administered a topical anti-inflammatory medication, which eliminated the patient's pain.

Manufacturer narrative:
The patient remains implanted. This is the final report.